Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 721 mg/dl. The customer was treated for the high blood glucose at a hospital on (B)(6) 2015 at 7:30 pm. The customer stated that they felt no symptoms of high blood glucose aside from nausea and fatigue. The customer did not receive a no delivery alarm from their insulin pump. The customer stated that they do not have enough charge on their phone to troubleshoot and will call back at a later time. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.